Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected insulin flow blocked alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin flow block alarm after they change the infusion sets. Troubleshooting was done for insulin flow block alarm. Customer tried all remedies related to the insulin flow block alarm so they did not wanted to troubleshooting for insulin flow block alarm. The customer stated that the insulin flow block alarm resolved after changing infusion set however it was recurs again this morning after they change the infusion set. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.